Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported through literature review that patient has pacemaker implanted and experienced palpitation and dyspnea. The patient was treated with anti-congestive measures and beta blocker. The patient status was unknown.